Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm the amount of blood loss was 5ml. Was the procedure completed successfully? What tissue was being sutured when the event occurred? Were there any unexpected outcomes or complications as a result of the this event? Was the post-operative care changed due to this event? Please specify.

Event description:
It was reported that a patient underwent a surgical procedure for uterine fibroids on (B)(6) 2023 and suture was used to stop bleeding. The suture broke during the suture process, resulting in delayed hemostasis. The suture was replaced and continued to be sutured, causing approximately 5ml of excessive bleeding. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The following information was requested, but unavailable: confirm the amount of blood loss was 5ml. Was the procedure completed successfully? What tissue was being sutured when the event occurred? Were there any unexpected outcomes or complications as a result of the this event? Was the post-operative care changed due to this event? Please specify. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient, a 36-year-old female, underwent myomectomy in hospital on (B)(6), 2023. The surgeon used vcp1359h for tissue sewing (with specific sewing tissue layers and sewing methods unknown) during surgery. The suture broke during sewing. The surgeon immediately replaced a new suture (with specific product information unknown) for sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except that the blood loss increased by about 5ml. No subsequent adverse event report was received.